Event description:
During the outpatient visit, a breakage was identified in the distal portion of the driveline strain relief. A repair has been scheduled for the next outpatient appointment on thursday, (B)(6). Additionally, it was reported that the ventricular assist device (vad) exhibited multiple suction alarms and demonstrated power levels above the normal range. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient was hospitalized and had diuretic medication adjusted in response to the suction alarms.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion and a revision to the product event summary. Revised product event summary: the driveline cable associated with the ventricular assist device (vad) was not returned for evaluation. There was no evidence that the vad had been previously serviced. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. On-site inspection, as well as visual evidence provided by the site, of the driveline cable revealed damage to the driveline strain relief. Visual evidence also revealed slight discoloration of the driveline outer sheath. Log file analysis revealed consistent power consumption above normal operating range throughout the analyzed period; however, no high watt alarms were logged. Twenty-eight (28) suction alarms and one (1) low flow alarm were recorded within (B)(6) 2025. As a result, the reported events were confirmed. A driveline sheath repair was performed to mitigate the conditions reported. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the suction and low flow events may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on the risk documentation, possible root causes of the above normal power consumption event may be attributed to multiple factors including, but not limited, to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. Based on historical review of similar events, the most likely root cause of the observed driveline discoloration may be attributed to multiple factors including design issues and/or exposure to uv light. The most likely root cause of the reported strain relief damage may be attributed to wear and/or the handling of the device. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that driveline sheath repair servicing was completed.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the driveline cable associated with (B)(6) was not returned for evaluation. There was no evidence that (B)(6) had been previously serviced. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. On-site inspection of the driveline cable revealed damage to the driveline strain relief. Visual evidence provided by the site revealed slight discoloration of the driveline outer sheath. Log file analysis revealed consistent power consumption above normal operating range throughout the analyzed period; however, no high watt alarms were logged. Twenty-eight (28) suction alarms and one (1) low flow alarm were recorded within (B)(6) 2025 and (B)(6) 2025. As a result, the reported events were confirmed. A driveline sheath repair was performed to mitigate the conditions reported. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the suction and low flow events may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on the risk documentation, possible root causes of the above normal power consumption event may be attributed to multiple factors including, but not limited, to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. Based on historical review of similar events, the most likely root cause of the observed driveline discoloration may be attributed to multiple factors including design issues and/or exposure to uv light. The most likely root cause of the reported strain relief damage may be attributed to wear and/or the handling of the device. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the driveline strain relief was "peeling" from the outer driveline sheath on its full circumference. There was approximately 0.5 centimeters of damage from the strain relief tip.